Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited loss of sensing. Repositioning of the lead did not resolve the issue, hence the lead was removed. A new lead was implanted successfully. The patient did not experience any adverse consequences because of this event.